Event description:
Olympus camera model number ch-s190-08-lb, there was cracks and broken pieces on the paddle of this camera which housed water and could short circuit the towers. Multiple new cameras experienced the same problem. FDA safety report ID #(B)(4).